Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) and reported that the patient's blood glucose (bg) levels have been elevated at times. The reporter was not sure why the patient's bg's were elevated. At 4:20 pm, the reporter claimed that the patient's bg level was "124 mg/dl." After reviewing the patient's bg's, the patient's father checked her bg and got a result of "456 mg/dl." The patient claimed that she had symptoms of abdominal pain, heavy legs, and increased urination. The animas representative involved in this contacted instructed the reporter to call 911 and have the patient go to an emergency room. The reporter was also instructed to call back to complete troubleshooting of the pump. At this time, no subsequent blood glucose excursions have been reported by the patient or the reporter. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level with symptoms suggestive of severe hyperglycemia. However, at this time it is unknown if the pump contributed to the patient's injury.